Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was inspected and this showed the plunger head was assembled incorrectly and plunger cable was routed incorrectly. This issue was determined to have been caused by incorrect servicing by user.

Event description:
It was reported that during routine maintenance the biomedical engineer noted the device's drive train assembly did not look like it was assembled correctly. No patient involvement.